Event description:
See initial report.

Manufacturer narrative:
A device service history review has been conducted and no service activity has been performed for this issue. Complaints database review has been performed and no further similar event has been detected. Furthermore, no concerning trend has been identified for this failure mode. Based on the available information, the most likely root cause of the event is a flow sensor failure. The risk is in the acceptable region. No specific action was currently deemed necessary.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in angers, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report on an essenz console in which the arterial flow rate was inconsistent. Therefore, a flow sensor malfunction is suspected. The issue occurred during procedure. There was no patient injury.